Manufacturer narrative:
System reporting: product ID: mc1vr01-delsys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the placement of the leadless implantable pulse generator (ipg), there was difficulty placing the device due to tortuous anatomy. There was not enough tip pressure to navigate the patient's tricuspid valve. There was also a high density of trabeculae in the patient's heart which made it difficult to achieve good contact . After multiple attempts, contact was made but loss of capture, high threshold, low r waves, and low impedance were observed. The patient went into tachycardia and experienced asystole during the procedure. The physician made the decision to pull back and inspect the delivery tool. The delivery system was kinked due to the extreme curving techniques required to reach target position. The decision was made to use a new device and delivery system. The attempt with the new system also had difficulty placing which caused two kinks in that delivery system so the original attempted system was used again, this time with success. The device remains in use. No further patient complications have been reported as a result of this event.